Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6fr ik sheath was returned for product evaluation. After decontamination, the device was subjected to visual analysis where blood like substance was observed on the returned device. The sheath was returned in two components a distal portion that measured 3.25" from the distal tip of the sheath. The proximal portion retained the hub measured approximately 1.625" in length. In the distal portion, there was a flattened section where compressive forces appear to have been applied. The severed section was analyzed further under microscopy. At the severed point, the sheath material appeared jagged and deformed as though tensile and torsional forces were applied. The length of the sheath was also examined and shallow scratches could be seen on the surface of the flatted section. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "when puncturing suturing or incision the tissue near the sheath be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with a thread. " there is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that significant compressive forces were applied to the sheath such as a clamp being applied to the sheath.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production code/lot number reported by the user facility was invalid, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported the 6fr pinnacle sheath was defective. Additional information was received on october 26, 2017. The sheath severed or broke apart when trying to remove it. Vascular surgery was called to perform a cut down and retrieve it, which they were able to. Additional information was received on october 31, 2017. Sheath was fractured with distal segment located internally in r external iliac vein. The patient was scheduled for a right heart cath and asd closure with intracardiac echo. Rfv access was obtained using micro puncture needle with ultrasound access. Micro puncture introducer was exchanged for 6fr sheath. The micro puncture needle with ultrasound access was again utilized to obtain second rfv access (for the purpose of intracardiac echo for the procedure), and the micro puncture wire was advanced into the rfv and ivc. There was difficulty noted with advancing the micro puncture introducer and dilator. The 6fr venous sheath was pulled back slightly to allow for micro puncture introducer/dilator to advance. Upon pulling back of 6fr rfv sheath, sheath fractured with distal segment located internally. Vascular surgery was immediately called upon for the sheath fracture. Given the high likelihood of having to perform a right femoral cutdown, anesthesia was called to electively intubate the patient. Lfv access was obtained and omniflush catheter and terumo wire used to cross over into r iliac vein, peripheral balloon inflated in r iliac vein (via lfv) to prevent migration of fractured sheath up into ivc. Femoral venograms performed confirming position of distal fractured sheath in r external iliac vein. Ultimately, cutdown was performed by vascular surgery. Distal portion of sheath fully extracted. Following closure of cutdown site, patient was extubated in the room and admitted to the ccu with a jp drain. Jp drain was removed after two days. The patient was discharged home from the ccu after four days. The patient has followed up with vascular surgery, and is scheduled for an ultrasound in three weeks to ensure healing of the site and to rule out dvt, and to assess if patient may return for planned asd closure. She has been followed up several times by cardiology with phone calls stating that she is doing better but still with r groin discomfort from cutdown. She is scheduled for visit with interventional cardiology next week. The estimated blood loss for this case is 50.00 cc's. Patient did not require any blood transfusion during her hospitalization. The following devices or equipment were reported to be used with the 6fr. Pinnacle sheath: a micro puncture needle and wire, a second 6fr, pinnacle sheath, and an ultrasound probe.